Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead has high impedance. The lead impedance will be checked at patient's next clinic follow up visit. The lead is still in use. No patient complications have been reported as a result of this event.